Manufacturer narrative:
Additional product codes: hty; jdr; mbi; gat; new. Investigation summary: the complaint device was received and evaluated. The complaint can be confirmed, given that no implants were found inside the needle. A visual inspection was performed to reveal any gross visual defects that may have contributed to the complaint condition however none were observed. It is possible that the user pulled the red trigger before firing the first implant. This would cause the second implant to be loaded, and both first and second implants would remain inside the needle. Then, when the gray trigger is pulled both implants would be deployed from the needle at the same time. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during left knee meniscus repair there were two backstops deployed together at same time. They have changed to another omnispan meniscal repair 27 degree to continue but same issue was observed. The procedure was completed with a third one with no patient injury. No additional information could be provided. This report is for an omnispan meniscal repair 27 degree. This is report 1 of 2 for (B)(4).